Manufacturer narrative:
Device evaluated by MFR.: a mustang 12mm x 4cm, 75cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 14mm proximal from the proximal markerband. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that balloon leak occurred. The 40-50% stenosed target lesion was located in the common iliac artery. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilatation but failed to fully inflate. The device was removed from the patient and inflation was attempted again. A leak was observed near the proximal start of the balloon and the balloon shaft. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed a balloon pinhole.